Manufacturer narrative:
Conclusion: it was reported that the controller software update was not successful. The controller ((B)(4)) was returned for evaluation. A review of the controller¿s manufacturing records confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies. Analysis of event log files revealed that the software was successfully upgraded. The controller, (B)(4), was received with the smr software installed. As a result, the reported event could not be confirmed. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the "no power" alarm did not sound when both power sources were disconnected. Internal inspection revealed the internal nickel-metal hydride (nimh) battery with signs of leakage and unable to provide enough current to the "no power" alarm circuitry. This is an additional observation not related to the reported event. As a result, the most likely root cause of the ¿no power¿ alarm failure can be attributed to a faulty internal nimh battery. Heartware investigated "no power" audible alarm failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller passed visual inspection. Controller was received with software (B)(4). The reported event of "software installation failure" was not verified, which was performed through log file analysis. The controller was tested and the controller failed the functional test. The ¿no power¿ alarm remained silent when both power sources were disconnected from the controller. The controller¿s internal (B)(4) that supplies power for the ¿no power¿ alarm had signs of leakage and unable to provide enough current to the "no power" alarm circuitry.

Event description:
It was reported that the patient was in the clinic for a product update. After the update on primary controller, the update was not successful. A new controller was given to the patient. There was no reported affect on the patient. No additional information is available at this time. The device was subsequently returned to the manufacturer and tested out of specification during manufacturer¿s analysis.